Event description:
Per the clinic, the patient experienced pain and vertigo with device use, resulting in the decision to discontinue use of the device in 2011. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Implanted device remains.